Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced slight incontinence. It was noted that the balloon pressure was not high enough. The device was removed and replaced. There were no additional patient complications.